Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. No additional information was provided. The customer reverted to an alternate method of insulin therapy.